Event description:
Patient required re-operation due to infection. Duragen was removed during this operation. Physician's comment: "one cannot entirely rule out the possibility, though unlikely, that the infection is related to duragen. The pt had been irradiated and had undergone a second operation prior to this infection. Treatment consisted of re-operation, removal of duragen, and antibiotics.